Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, it was reported that an unexpected reset occurred and a cartridge alarm occurred. Insulin delivery was resumed successfully. Customer¿s blood glucose level was 289-337 mg/dl.